Manufacturer narrative:
(B)(4).

Event description:
Patient underwent surgery with an ent physician due to vocal cord paralysis. After the surgery the patient experienced problems with the surgical wound which lead to the patient's lead wire being exposed as well as an infection in the area. The patient then underwent additional surgery to have their vns device removed. A device history records (DHR) review was performed and both the generator and lead were confirmed to have been hp sterilized prior to distribution into the field. The devices passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.